Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons due to flattened (creased) act button dome switch. No unlocked j2/lcd keypad connector noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had keypad unresponsive. The customer blood glucose level was 8 mmol/l. Customer stated that the it was impossible to press act button. The device will not be returned for analysis.